Event description:
This customer reported that they were unable to acquire leads ECG and that they could not sync the unit.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire leads ECG and that they could not sync the unit. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.